Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump had absence of insulin flow blocked alarm. The customer's blood glucose level was 215 mg/dl at the time of incident. The customer reported that the pump did not alarm in < 5.0 units. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioning properly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window, scratched keypad overlay and minor scratched lcd window.